Manufacturer narrative:
(B)(4). Date of event unknown/not provided. Additional 510k #: k072642.

Event description:
Doctor reported that the patient presented abutment screw (ilrght) fractured. Both parts of the screw were returned.

Manufacturer narrative:
One certain titanium large hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn from use. The device malfunction is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes fractured screw and is considered a similar complaint. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.